Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable and the wall adapter. The customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the customer was unable to confirm if the original charging supplies used had been a tandem issued usb cable and adapter. The customer used an alternate wall adapter and the pump charged successfully. The customer¿s blood glucose level was 166 mg/dl.